Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin ultra results was due to the wash 1 bottle connector which was broken. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin ultra results was due to the wash 1 bottle connector which was broken. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested on another system and the corrected results were reported. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested on another system and the corrected results were reported. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin ultra results was due to the wash 1 bottle connector which was broken. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested on another system and the corrected results were reported. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra results.